Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot test and the +p insulation resistance test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was cut. The cause for the pulse lead hi-pot test and the +p insulation resistance test failures is the damaged trunk cable. The root cause of the damaged cable and internal wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable and wires. The last patient to use this belt did not report any deficiencies.